Manufacturer narrative:
Additional information b5.

Event description:
Information was received that there was no patient harm associated with this event.

Manufacturer narrative:
Received one used device for evaluation on 3/6/25. As received, the b port on the cassette was observed to be cracked. The set was leak tested and primed according to specifications and was observed to leak from the crack in the cassette. The complaint of "leakage on cassette" can be confirmed due to the leaking observed from the cracked b port of the cassette. The probable cause of the crack is unknown. Lot history review could not be conducted because no lot number(s) was/were identified.

Event description:
The event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch where a leakage on cassette during infusion was reported. There was patient involvement but unknown patient harm.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). The device is available for evaluation, however, has not yet been received. The investigation is pending.